Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair.

Event description:
Procedure: hernia. According to the reporter: they heard a pop on one side of the balloon when they put the pressure up to 60. They continued to use the balloon and put the pressure up to 80 then heard another pop. There were no injuries. Another balloon was not used. They were able to finish the case. No fragments fell into the cavity.